Manufacturer narrative:
A1-a5 patient information was not available. D.4. Serial number is unknown. This information will be provided in a supplemental report if made available. G.5. The heater-cooler 16-02-82 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H11 livanova deustchland manufactures the heater cooler 3t system, the issue occurred in canada. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received a report in which it is alleged that a heater-cooler 3t system caused patient mycobacterium chimaera infection during an aortic root aneurysm repair procedure on (B)(6) 2016. The surgery occurred at montreal heart institute. No information on product serial number is available. Patient tested positive for mnt chimaera in (B)(6) 2023 and again in (B)(6) 2025. No evidence of laboratory results have been provided. Legal lawsuit has been issued and no further information has been made available.